Event description:
(B)(4). The dealer reported that the tdxsiv-2 power wheelchair had a bent rim. There was no patient injury reported.

Manufacturer narrative:
(B)(4). Only one MDR report will be submitted for this event, although two different complaints were created because of different parts needed to repair the unit, and the file numbers are the following: (B)(4).